Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 31-year-old female with implanted with an impella 5.5 for mechanical circulatory support. It was reported a patient¿s anatomy would not allow for axillary access for impella 5.5 implant and the physician decided to take a transaortal approach. The device was placed with no issues during the night. The next morning, it was reported that the patient experienced retrosternal bleeding and the hemodynamics degraded. The plan was to observe and reevaluate in the afternoon. It is noted that the source of the bleed was unclear. The patient¿s condition did not improve, and retrosternal bleeding continued. Four (4) units of packed red blood cells (prbc¿s) were administered at night, and three during the day. The patient¿s retrosternal bleeding stopped. The decision was made to escalate the patient to the impella rp.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.